Event description:
Pt revised for loose stem/cement interface. Mfg of cement is unk.

Manufacturer narrative:
Primary reported as approx 15 yrs ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.